Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was blood at sensor site. Customer's blood glucose was 403 mg/dl. Issue was resolved and customer had changed sensor. Sensor would be replaced.